Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Accula sars-cov-2 tests that have been giving false positives. Out of the 16 cassettes we used, we were given 9 false positive readings. We ran a negative control and the result on the cassette appeared as it should, but we continued to get a faint second line which would be resulted as a positive information reported by user is being reported as required by 21 cfr 803.